Manufacturer narrative:
Device evaluation is not necessary because the reported low grade fever and swelling have been determined to not be related to vns therapy. Should surgery occur for the device, evaluation will not be relevant to the report.

Event description:
It was reported by the patient that they had been experiencing a low grade fever a neck swelling after the vns implant surgery. Due to the fever and swelling the patient was put on antibiotics by the physician. A review of the manufacturing records was performed and both the lead and generator were shown to have been sterilized prior to distribution. No additional relevant information has been received to date.